Manufacturer narrative:
The investigation into the reported, low pump flow has been completed since the original report was filed. Data logs showed, pump was stopped manually & disconnected from the console. Visual inspection found biomaterial inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of low flow was fiber and biomaterial ingestion.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella metrics were reading suction and ¿impella in aorta¿. The impella was on p2 with zero flow reading despite being in good position. The impella was explanted.